Event description:
It was reported that the patients leads had fractured. Imaging was taken and lead fracture was confirmed. Additional information was received that one of the patients leads had high impedances and the patient was experiencing inadequate pain relief. The patients leads were replaced and the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: m365sc2317700. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients leads had fractured. Imaging was taken and lead fracture was confirmed.